Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the device was manufactured accordingly to applicable procedures.

Event description:
Reportedly, the stickers inside the box of the ICD were printed in a bad quality and the text was shifted. It was therefore impossible to use them. Preliminary analysis revealed that the device was manufactured accordingly to applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the stickers inside the box of the ICD were printed in a bad quality and the text was shifted. It was therefore impossible to use them.